Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with cephalosporin (dose, route and frequency were not reported) and another unspecified anti-inflammatory drug (dose, route and frequency were not reported) for peritonitis. Seven days after peritonitis diagnosis, the patient was discharged from the hospital. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.